Event description:
Pt with medtronic ICD implanted. Recently moved to another state. Presented to clinic with a recorded defibrillation event in 2008. In 2009, pt transferred from outside hospital where he'd been taken by ems. On evening of the day prior, wife found pt at home on bathroom floor saying his ICD had shocked him. He had a second shock while wife was present and his condition deteriorated. Wife called ems. Pt was shocked multiple times by ICD. Acls protocol was started as pt developed pea arrest. Pt died four days later, having never regained consciousness from anoxic brain injury secondary to prolonged resuscitation from pea arrest. ICD was interrogated prior to pt's death and there is a question about the multiple shocks pt received prior to pea arrest. The earlier events were overridden in the device's memory by more recent events, but there is concern that the first one or two shocks were delivered in response to fibrillation, while the subsequent shocks may have been in response to faulty info from a defective lead wire. The patient's lead wire was defective at the time of interrogation. Pt's wife had the ICD removed by the undertaker and has it in her possession. She did not have the lead wire removed and pt has been cremated.